Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated it was confirmed that the cause of the catheter revision event was unrelated to the device/therapy or procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (20.0 mg/ml at 9.991 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2017, the patient presented for an evaluation of her intrathecal pain pump. She reported pain recurrence; her atypical facial pain had not been well managed by her boluses. She did not feel any pain relief from them. A catheter access port (cap) contrast study was performed on (B)(6) 2017; the results were normal. The clinical diagnosis was pain recurrence. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was possibly related to the device/therapy. The event was possibly related to the implant procedure. The event was unresolved with no further action planned. Additional information was received. The event was also reported as the patient experienced atypical facial pain, and the pump was not relieving this pain. Additional information received from a healthcare provider (hcp) via a clinical study indicated on (B)(6) 2017 lab per the hcp following normal cds. A trigeminal ganglion block in 1-2 weeks was scheduled but if the patient was feeling better they could cancel. On (B)(6) 2017 a right trigeminal branch block was performed with no adverse events. On (B)(6) 2017 a revision of the intrathecal catheter was done. Also noted as was right buttock - increased pain, no relief. On (B)(6) 2017 onset of diagnosed trigeminal neuralgia. On (B)(6) 2017 a psych diagnostic evaluation gave a diagnosis of pain disorder with related psych factors.